Event description:
It was reported that this pacemaker went into safety mode. Technical services (ts) recommended device replacement. No adverse patient effects were reported. Currently, this device remains in service.